Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an embolization treatment procedure, the coil would not advance in the microcatheter. The patient was undergoing treatment of an aneurysm in the severely tortuous pulmonary artery. Utilizing intermittent flush, a renegade stc microcatheter was placed in the vessel. The 10mm x 20cm fibered interlock detachable coil was then inserted, but resistance was noted in the mid section of the catheter and the coil would not advance. The coil was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the pusher wire was broken.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the introducer sheath and pusher wire were returned, not the coil. The pusher wire was returned inside the introducer sheath. Dried crystals of saline/contrast media were present at the tip of the introducer sheath resulting in difficulty removing the pusher wire. Once removed the pusher wire was found to be severely kinked at the distal end. The core wire of the pusher wire was broken between the mid solder joint and distal trifluoroethene. Microscopic inspection revealed the no damage to the interlocking arm of the pusher wire ss coil; dried saline/contrast media was present. Dimensions which were measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).